Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Updated summary: the customer has not had a problem with low blood glucose after getting the new infusion sets.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2017 the paramedics was dispatched due to low blood glucose. The customer had been experiencing low blood glucose for 12 days. The customer¿s blood glucose at the time of the incident was 22 mg/dl. They were treated with glucose tablets and food. They were off the insulin pump for less than 48 hours prior to the incident. The customer¿s current blood glucose was 305 mg/dl. They heard the recall on the infusion sets and was alleging delivery of insulin without user input. Troubleshooting was performed. The device will be replaced and returned for analysis.